Event description:
It was reported to manufacturer that the patient's device revealed high lead impedance when tested at a follow up visit. As a result, the physician referred the patient for surgery. During surgery, both normal and system diagnostics testing revealed high impedance with eri = no, indicating a discontinuity in the system. The surgeon opted to explant the lead and the generator and no new devices were implanted at that time. Further follow up with the neurologist's office revealed that the patient experienced an increase in seizure activity and relationship to pre-vns baseline is unknown. The physician's office communicated that it's possible that patient's weight gain could have contributed to the high lead impedance diagnostic test result. There was no other trauma or manipulation reported to the manufacturer. Good faith attempts are being made to obtain additional information from the treating physician. Additionally, good faith attempts are being made to obtain the explanted products for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.